Event description:
Additional information provided indicated that there was no patient involved.

Manufacturer narrative:
Investigation of smiths medical cadd-solis vip pump sensor not detecting cassette analysis is completed. Physical condition of device revealed detection pins have a spongy feel according to the engineer. Keypads removed and revealed tamper seal missing. Event log on (B)(6) 2019, identified three alarms, one cassette partially unlatched and the other two cassette damage. The reported problem was verified and the cause was established to detection pins not functioning. The problem is believed to be caused by production and actions taken to install new detection pin springs. The device passed all delivery and functional testing for operation.

Event description:
Information received a smiths medical cadd-solis pump failed sensor was unable to detect cassette. Reported follow up was no patient involvement, as this was during maintenance and testing.